Event description:
Reporter alleged obtaining discrepant blood glucose results of 406 mg/dl back to back with a result of 103 mg/dl, when tests were performed within 1 minute of each other on the aviva system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.